Event description:
Covidien received information stating that an 840 ventilator had a blank top display. The ventilator was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction and replaced the liquid crystal display (lcd) panel. The unit passed all testing and operates within the manufacturing specifications.(B)(4)